Event description:
An alarm sounded from the pump and the iab leaked. The iab was removed. No second was inserted. On 6/4/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 5/12/97. On 5/13/97 after iabp for about 24 hours, "blood in iab cath" alarm sounded from the pump. No blood was noted. Event complications: unk - rpt'd 5/13/97, 6/4/97. Pt current status: unk - rpt'd 5/13/97, 6/4/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1701. Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in the a test chamber having a 75 mmgh back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iabp. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. Although conjectural, the pump alarms may have been pump related.